Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas integra 400 plus. The initial calcium result was 18.2 mg/dl. The customer questioned the high result and repeated the sample. The sample was repeated and the result was 9.0 mg/dl.

Manufacturer narrative:
The reagent lot number is 7430310. The expiration date was not provided. Calibration was last performed on 10-apr-2024. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed multiple insufficient fluid alarms. The field service engineer (fse) checked the probes and hydraulic system, changed, cleaned, and aligned the probes, lubricated the axles, and checked the syringes. The fse performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.